Event description:
Procedure type: lap, prostatectomy. According to the reporter: the fixing balloon ruptured after it was insufflated with 20cc only. No patient injury was reported. No additional information available.

Manufacturer narrative:
Date initial report sent: 05/09/2008.